Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited a high, out-of-range pacing impedance. The patient was asymptomatic to the high impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.

Event description:
New information reported that fracture was suspected.